Manufacturer narrative:
(B)(4). . The device was returned to the factory for evaluation on 03/14/2025. An investigation was conducted on 03/28/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitios using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failures "electrical /electronic property problem" and "material twisted/ bent wire" were not confirmed. The lot # 3000456184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode material twisted/bent wire are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported during ligation of saphenous vein branches, vasoview hemopro 2 cautery stopped working. Hemopro removed and jaws examined, heater wire appeared to be bent. There was no noted problem with the power supply source. As the next evh that was plugged up worked without and problem. The extension cord and power supply were not swapped and as stated above the new evh that was opened worked without any problem. End user did examine jaws prior to use, all looked fine. Pre-cautery test performed. The cautery stopped when the harvester was about half way up leg. No notable characteristics in the tunnel. The tool was used on fatty tissue. There was no patient injury, minimal delay in case to open a new wire.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.